Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Details are listed in the article "doi:10.13333/j.cnki.cjcpe.2024.03.013" details such as patient and device information was not provided as this research article was performed retrospectively.

Event description:
It was reported that the patient presented to the hospital with subcostal twitching and hiccups. Upon device interrogation, phrenic nerve stimulation at all left ventricular vectors, high capture threshold, and prolonged qrs duration were noted on the left ventricular (lv) lead. Programming changes were made, and the patient was discharged.